Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the syringe was damaged. This occurred during patient use at facility. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6 - updated. One device and three photos were used for investigation. The device was visually inspected and functionally tested. Evaluation of the product with unaided eye revealed a hairline crack present on the syringe barrel. Based on the investigation results the allegation is confirmed, but the exact problem source could not be identified. No further action will be taken at this time. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.